Event description:
It was reported by the customer that the PICC catheters continue to present rupture. It was stated this occurred with two devices. This report addresses the second of two devices.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken catheters is confirmed. Two 2 fr per-q-cath catheters were returned for evaluation. An initial visual observation showed use residue on the returned samples. Both catheters were found to be detached from their strain relief. The proximal end of each catheter segment was observed to be somewhat wavy, and tensile weakness was observed at the proximal ends of both catheters. A microscopic observation revealed the break surface of one catheter was mostly flat and granular in texture, and the break surface of the other catheter was stepped but also granular in texture. The proximal side of each break was found within the strain relief of each sample, and the proximal break surfaces were found to match their corresponding distal break surface. The shape, location, and texture of the break surfaces of the catheters as well as the evidence of plastic deformation and tensile weakness observed in the proximal end of the catheter segments indicate the catheters most likely failed due to excessive tensile (pulling) force.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however, the exact cause is unknown. Four photographs of two 2 fr single lumen per-q-cath catheters were returned for evaluation. An initial visual observation of the photographs of one sample showed the catheter was broken near the distal end of the strain relief. Use residue could be seen on the catheter and the ink on the silicone overmold of the catheter appeared to be faded. A t-lock with a stopcock on the luer hub of the extension leg was observed to be inserted in the catheter without a stylet. The photographs of the second sample showed this catheter was also broken near the strain relief, possibly within the strain relief. Use residue and dressing material were observed on the detached catheter, and the ink on the silicone overmold of this catheter also appeared to be faded. Some curvature was observed in the proximal end of the detached catheter which could indicate some longitudinal plastic deformation in the catheter; however, this could not be confirmed from visual inspection of the returned photograph. While the breaks in the catheters was evident form the returned photographs, it was not possible to identify the root cause of this damage. Possible causes include over-stretch of the catheter resulting in a tensile break and sharp instrument damage. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ a lot history review (lhr) of redp2683 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the PICC catheters continue to present rupture. It was stated this occurred with two devices. This report addresses the second of two devices.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp2683 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the PICC catheters continue to present rupture. It was stated this occurred with two devices. This report addresses the second of two devices.